Event description:
The customer obtained non reproducible higher than expected vitros trop I es results from multiple patient samples when processed on the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. It is unknown whether or not the affected results were reported out of the laboratory or if corrected reports were issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non reproducible falsely elevated trop I es results occurred on multiple patient samples when processed on the vitros eci immunodiagnostic system. The vitros eci immunodiagnostic system required servicing (incubator and multiple adjustments). In addition, the investigation could not determine whether the samples in question were processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The root cause of the event is instrument related however the possibility that poor sample processing had contributed to the results could not be ruled out.